Manufacturer narrative:
B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon removed the head from the package and found a scuff on the ceramic coating. The product was not used, there was no harm to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Product was returned for investigation and visually examined: the femoral head has some small scratches on the surface, possibly caused by handling error outside of zb control. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report..